Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "a doctor that was mentioning that the neutral boxes where the sterile implant is at, was very difficult to get out. Didn¿t know if something had changed with the sterilization process to where it was sticking pretty good trying to get the sterile portion out of the other box." Device remains implanted.